Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed swollen welts and dark spots on his skin where the therapy electrodes sit on the front and back. Patient felt the garment was too tight. The patient was remeasured and issued a larger size garment. Patient reported bruised ribs and damaged cartilage as well and went to the hospital and was admitted due to an unrelated issue. During a follow-up, it was reported that the patient's irritation improved after removing the device while in the hospital.